Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was presented for full system explant and replacement procedure. Upon interrogation before the procedure, normal elective replacement indicator (eri) on the device was observed as well as high threshold on the right ventricular (rv) and right atrial (ra) leads. An abscess at the patient's pocket incision was also noted. The device and leads were explanted. The patient was not a pacemaker dependent and no patient symptoms were reported before, during, and after the procedure. Later, a new system was implanted on (B)(6) 2019 without any issues. Related manufacturer reference number: 2938836-2019-12885. Related manufacturer reference number: 2938836-2019-12886.